Event description:
New information noted that the patient's right ventricular lead was capped and replaced on (B)(6) 2019. The patient's condition was stable after the procedure.

Event description:
New information noted that a low pacing impedance reading was observed and programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's device transmissions revealed episodes of varying pacing impedance values and episodes of noise on the right ventricular lead. A possible insulation breach was suspected. No intervention was reported.